Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was around 160 mg/dl when issue first started with the insulin pump. The customer stated that the insulin pump alarmed battery out limit after battery change. The customer did not received failed battery test. The customer stated that the they did not received a low battery alert prior to the off no power alert. It was also reported that the insulin pump was damaged and quarter of the reservoir compartment lip was broken off. The customer was not able to troubleshoot for blank display per past event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no unexpected battery out limit alarm, failed battery test, off no power alert, blank display and low reservoir alarm noted. Pump received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir stay locked in place noted.